Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four events of occlusion alarm on 03-nov-2024. Patient reported that the occlusion was in the tubing. No further information was available.